Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan alleging that the onetouch ultra link meter read inaccurately high. The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The pt reported a result of 124 mg/dl on her meter and 45 mg/dl on another meter performed within 30 minutes of each other on december 29 at 3:30 am. The difference between those results falls outside the expected value of <=30%. The pt denied developing any symptoms and said she was given food and/or drink as treatment 10 minutes later. The pt is on an insulin pump. According to the troubleshooting performed with customer service, the user's testing steps were correct. The test strips were within expiration dating. The meter was set to the correct unit of measure at the time of testing. This complaint is being reported because the difference between the results falls outside the expected value based on statistical criteria. The product did not cause or contribute to a serious injury because the pt denied suffering any symptoms. There was no indication that the pt's treatment did not treat a severe acute complication of diabetes. Replacement products were sent to the pt.